Event description:
The customer reported that during a laparotomy and bowel resection procedure, after about 5 minutes of use, the jaws of the device would not re-open while applied to tissue. The surgeon removed the device from the tissue by resecting the tissue directly adjacent to the device. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.